Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior the date of treatment. Review of the log file shows one aborted treatment on the reported day of event. The treatment was restarted and the treatment was completed, with interruption but successfully. The system did not restart the complete treatment but it started at the point where the treatment was interrupted during the first attempt. Clinical review showed that the system worked as intended, according to the provided refraction values. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The root cause of the overcorrection was traced back to the user planning and performing a treatment of -7.75 for a eye having a pre op refractive value of -3.00. (B)(4).

Event description:
The surgical technician reported an overcorrection of patient's right eye post lasik procedure. The reporter informed the procedure was aborted after the surgeon experienced eye tracking issues. The excimer was restarted and the treatment was completed. No further surgery has been scheduled. No further information is expected.

Manufacturer narrative:
Additional information has been provided.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the site which reported that the patient prescription is slowly going down at appointment approximately three weeks post operative. The doctor will continue seeing her until her prescription has stabilized then he will schedule a retreatment.